Event description:
It is reported that a customer had a hyperglycemic episode in which the patient stated that the pump had a open circle. The patient's blood glucose level was at 49 mg/dl. The customer was treated the low blood glucose with juice. The customer was assisted with turning the basal pattern a off. The pump works as designed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.